Manufacturer narrative:
Test records were reviewed, pump passed all previous tests. Device complaint history was reviewed, and there are no previous complaints on this device. Analysis of the returned device was completed. The event log was reviewed, and it was found that the pump had an abrupt power 25 hours into a 92 ml infusion. This is confirmed by the back to back log_event_on without a log_event_off before it. During functional testing, the reported problem was duplicated. Shortly after starting an infusion, the pump powered off without an alert or alarm. The battery was reset, infusion was restarted and ran until completion without another abrupt power off taking place. The root cause for the abrupt power off is a battery with an insufficient charge. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/02/2024, infutronix medical received a report from the customer reporting that pump #(B)(4) kept turning itself off. The pump was received on 11/9/2023., which the complaint had been deemed as non reportable event at that time. The MDR reportability of the complaint has been upgraded to "yes" due to protocol 6. No patient injury reported.